Event description:
Hamilton medical ag received the following event description: while preparing to use the ventilator for treatment, the device reported error tf5507 when turned on and could not be used.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Follow-up 1: investigation outcome. The device displayed the technical fault 5507 during pre-use self-check. Since the issue was detected during pre-use checks, no patient was affected. The engineer cleaned the air solenoid valve, after which the device functioned normally. The event was caused by impurities entering the air solenoid valve, leading to a leak and triggering the alarm. This is a maintenance issue unrelated to product quality. The issue was resolved after cleaning the air solenoid valve. Hamilton medical considers this case as closed.